Manufacturer narrative:
An investigation of the damaged ostase qc and calibrator vials was conducted at bec (B)(4). The investigation determined the glass vials are not compatible to freezing at -70 degrees celsius. A 100% inspection is conducted when the vial labeling process is performed. (B)(4).

Event description:
Beckman coulter inc. (Bec) (B)(4) reported receiving three (3) damaged ostase calibrator, which leaked. Beckman coulter (B)(4) is not questioning any patient results. No injury or exposure to the fluid was reported.